Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. The sample was visually inspected and functionally tested. The reported condition of the device not functioning was confirmed as an f-38 alarm. The cause of the alarm was determined to be a disconnected harness from the right force sensing resistor (fsr). To resolve the issue the harness was reconnected. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow-up MDR will be submitted.

Event description:
It was reported that a flogard infusion pump does not function. There was no patient involvement. Additional information was requested and is not available.